Manufacturer narrative:
(B)(4). Date sent: 02/13/2020. D4: batch # t5d173. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. Upon inserting the reverse battery, the device reset itself although firing trigger was never activated. Upon subsequent insertion of forward battery, the device fired on its own, once again without any need to activating the firing trigger. This condition however was caused by the hardened fecal matter that kept the firing trigger in its activated position. By cleaning the fecal matter around the firing trigger, the device functioned as expected. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify "stapler blocked during turn off? "? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location.

Event description:
It was reported that the stapler blocked during turn off. No further information. No consequences for the patient. Procedure: unknown.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: can you please clarify "stapler blocked during turn off. "What were the indications for surgery? The only problem was that during the turn on the stapler blocked, with more force you can past the blocked moment! What healthcare professional fired the device and what is his/her experience with the device? Yes, he was expired! Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Yes. The donut was ok! Were there any issues noted with staple formation? No.